Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus UK regional repair center (rrc) in (B)(6), UK (returned to the rrc on 2022-09-16). During the inspection at the rrc the esg-400 electrosurgical generator displayed error message e090. This error message was traced back to a defective generator board and can thus be attributed to component failure. Furthermore, error message e622 was found in the error log but could not be reproduced during the inspection. Thus, it was concluded that it was a temporary fault which was not caused by a defect of the generator. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
When the loaner esg-400 electrosurgical generator was inspected at the olympus regional repair center after it had been returned from a customer, the device displayed error message e090. Furthermore, error message e622 was found in the device's error log but could not be reproduced during the inspection. The customer hadn't reported any issues or faults prior to the loaner device being collected.